Manufacturer narrative:
Date of event is estimated. Date of explanted was not provided to the manufacturer but is estimated to have been in the first quarter of 2019. Attempts were made to obtain complete event and patient information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, the patient underwent surgical intervention wherein the device was explanted in the first quarter of 2019 on an unknown date and replaced with a competitor device to address the issue.